Manufacturer narrative:
Corrected. The field service engineer performed periodic maintenance 1. In addition, the reported issue was not duplicated. Occurrence of vent inop error 1009 and check vent error 1108 was confirmed in the record. Since the displayed machine pressure value was 38.5hpa when the setting was 0hpa at the pressure functional test, it is possible that the alleged issue occurred. Da pcba was replaced to prevent recurrence and the ventilator remains with the customer ready for clinical use.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an error code 1003 (internal temperature high) occurred and the unit stopped operating. It is unknown if there was any patient harm.

Manufacturer narrative:
This report was updated to a serious injury. Follow-up with the customer confirmed that the patient was on CPAP mode when their alarm rang and they had decrease in spo2 from 95-98% to 85-90%. The patient was given 100% at 10l per minute via comfortgel blue mask until the new ventilator placed. The patient recovered and the following day was removed from the v60 and was using an oxygen mask only for support. It was also reported that the error codes were 1009 and 1108 and related to pressure error and not high internal temperature. Patient information was requested, but was not disclosed by the customer.